Manufacturer narrative:
Initial reporter is synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the surgeon performed an unknown spinal procedure. On (B)(6) 2021, the same surgeon performed a percutaneous removal procedure where two screws on l3 each side had broken off. The procedure was completed without surgical delay. No further information is available. This report is for one (1) viper system x-tab cortical fix polyaxial screw 5.5 6.0mm x 45mm . This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for cortical fix x-tab 6x45mm ti was conducted identifying that lot number tbrac was released in a single batch. Batch1: lot qty of (B)(4)units were released on april 3, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cortical fix x-tab 6x45mm ti had broken across the threaded shaft. The broken end of the screw shaft was not returned. No other issues were identified. The provided images were reviewed and the complaint condition can be confirmed. The broken ends of the screw shafts were observed to have been left implanted inside the patients anatomy. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the cortical fix x-tab 6x45mm ti was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the cortical fix x-tab 6x45mm ti was observed to be broken postoperatively and the broken ends of the screw shafts were observed to have been left implanted in the patient. While no definitive root cause could be determined from the available information, it is probable that the cortical fix x-tab 6x45mm ti was broken due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: 5.5 cortical fix x-tab 4.35, 5, 6, 7 cannulated screw assy. Viper 5.5 ti 6mm x 25-100 lg. Cortical fix screw shank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.